Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0072) was removed from service because the patient was receiving inappropriate shocks, due to a lead rupture. The lead (0072) was capped, and a (0010) lead was implanted.